Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection and microscopic revealed that the imaging window was kinked and twisted. A broken drive cable began 25.8 cm from the distal end of the connector shaft. Impedance test revealed an electrical open at proximal wave form.

Event description:
Reportable based on device analysis completed on 04oct2023. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the screen went black, and nothing was displayed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.